Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing records were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: tip of connecting screw broke off. It was reported; patient had a proximal femoral fracture and during a procedure on (B)(6) 2013; the dhs blade could not lock/connect with the head of a 03-224-004 screwdriver t15. It was also reported the surgeon could not identify the cause whether the screwdriver head might not reach the end for a tight-fit or the malfunction of dhs blade might interrupt the locking mechanism. This was further evident as the surgeon could not lock even when the dhs blade was spinning free. It was also reported the broken tip from the screwdriver may remain inside of the dhs blade in the patient body. No further information is available at this time. This is 1 of 2 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The additional evaluation reports as received condition to be two broken connection screws for insertion of dhs blade instrument a and b made of stainless steel. The order was accompanied by: one connection screw for insertion of dhs blade instrument c, intact made of stainless steel, broken during lab test. Short abstract of the clinical aspects, manufacturing documents, technical drawing and material certificate of the supplier the breakage of the instruments a and b occurred at the fifth pitch, they broke during the operation. Instrument c was broken under laboratory conditions. The breakage occurred at the forth pitch. The instrument a, was used for a surgery on the (B)(6) 2013 and the instrument b on the (B)(6) 2013 because of a proximal femoral fracture. The dhs blade couldn't be locked by the head of the screwdriver t15. The tip of the instruments a and b may remain inside of the dhs blade in the patient body. The instrument c was tested under laboratory conditions and used as a reference. Based on the topography of the fracture surfaces we can conclude that the breakage of the instruments a and b are comparable with the breakage of the instrument c which was broken under laboratory conditions. All instruments were subjected to high dynamic bending loads. Constantly alternating loads led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the instruments. The instruments could not resist the applied force which finally led to the material overload. A failure resulting from either a material defect or the manufacturing process can be excluded. The disposition of this complaint was deemed invalid.